Event description:
Prior to insertion of the foley catheter, the nurse had inflated the balloon and deflated the balloon to ensure that it was working properly. When the nurse acutally inserted the catheter, she attempted to inflate the balloon and insert 4 ml of water. She was only able to insert three 3 mls of water, and not the entire 4 mls. The nurse then attempted to withdraw water from the balloon and was unable to do so. The catheter was cut and the bladder was massaged at which time the nurse was able to remove the catheter.